Manufacturer narrative:
The device was not returned to the MFR for physical eval, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to customer over the past 3 months. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.

Event description:
The nurse of a peritoneal dialysis (pd) pt reported the pt found a fluid leak following his discontinued treatment. The pt was experiencing draining problems and called his pd nurse who advised him to discontinue treatment. When the pt discontinued treatment he found fluid leaking from the cassette. The set was discarded. During follow up, the patient's pd nurse reported that the pt did not have any signs of infection and his effluent has remained clear. He was not prescribed any antibiotics. No adverse event reported at this time.